Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling and full ECG functionality testing via leads and pads with the returned multifunction cable, test ECG cables, and test simulator without duplicating the malfunction. No data files were available for review. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device logs did not find evidence to support the reported event.

Event description:
Complainant alleged that during functional testing, the device issued a "shock advised" prompt at all times. Complainant did not indicate that there was any patient involvement in the reported malfunction.